Manufacturer narrative:
The intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the clamps of the cadiere forceps snapped off the head. The surgeons noticed this after removing a gauze tissue from the abdomen, which had obscured their view of the screen. They mentioned that the clamps were not holding onto anything, and they are unsure how it occurred. However, they were able to recover both clamps and complete the procedure without issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event details were confirmed. The instrument was in use for 37 minutes prior to the issue, and there were no functionality issues prior to the breakage. Upon final removal of the instrument, the wrist was straightened and there was no resistance. There was no damage to the cannula or other damage to the instrument. No post-operative tests or additional surgical procedures were required. The patient has not returned to the hospital.

Manufacturer narrative:
A review of the provided image was performed. The following additional information was provided: it appeared that one of the jaws/grips might be broken/missing. The cadiere forceps instrument was received, and failure analysis found the instrument to have broken grips at the grip base. Both pieces of the grip tips, measuring approximately .209" x 0.577" each, were found to be broken off. The broken pieces were not returned. The instrument had a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken.

Event description:
Refer to h11 for follow-up information.